Event description:
A customer obtained falsely high troponin I results on one replicate of two samples. One biased result was reported to the physician. An elevated result of the magnitude observed might result in caridac catheterization. There was no report of patient harm as a result of this event.